Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarms and scratches to the display on their insulin pump. Customer's blood glucose level was unknown. The customer states they had dropped the pump and believe that may be the cause to the no delivery alarms. The customer states the scratches to the display make it difficult to read the device. Troubleshooting was conducted. Customer was advised to monitor issues and call back if he runs into more issues.